Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion (2 misscarriages). On an unknown date, the patient had essure inserted. The duration of use was 11years. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnant"). At the time of the report, the device dislocation, pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion (2 miscarriages). Concurrent conditions included adenomyosis and benign fallopian tube neoplasm. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("essure migration to uterus"), pelvic pain ("pain") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (laparoscopy with total hysterectomy, removal of tube(s) and/or ovary). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, device expulsion, pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, device expulsion, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: date of removal: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion (2 misscarriages). Concurrent conditions included adenomyosis and benign fallopian tube neoplasm. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("essure migration to uterus"), pelvic pain ("pain") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (laparoscopy with total hysterectomy,removal of tube(s) and/or ovary). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, device expulsion, pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, device expulsion, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: date of removal: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information and new event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('essure migration to uterus') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion (2 misscarriages). Concurrent conditions included adenomyosis and benign fallopian tube neoplasm. On an unknown date, the patient had essure inserted. The duration of use was 11 years. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (laparoscopy with total hysterectomy,removal of tube(s) and/or ovary). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device expulsion, pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, device expulsion, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: mr received. New event (from mr) added: essure migration to uterus. Removal was added. Reporter, dob,concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion (2 misscarriages). On an unknown date, the patient had essure inserted. The duration of use was 11years. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnant"). At the time of the report, the device dislocation, pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion (2 misscarriages). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnant"). It was unknown whether any action was taken with essure. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020:information received via social media: added the duration of essure implantation, medical history. Reporter information added.social media received: new events added: miscarriage, pregnant with essure micro insert and device ineffective. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.